Event description:
Healthcare professional reported a right side rupture confirmed by mammogram and a bilateral exchange from textured to smooth implants due to the patients concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported a right side rupture confirmed by mammogram and a bilateral exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. ¿ rupture: not observed. Additional observations: ¿ crease fold observed. No further actions are required as the device was implanted.

Event description:
Device was explanted.